Event description:
The patient reported the unit sparked when it was plugged in. It was determined the sparks were coming from the back of the unit and the cords were frayed and visible. The cause of the problem was due to physical damage. A replacement was issued and the issue was resolved. There were no adverse patient consequences.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Visual inspection revealed the power extension cable within the rear cover was frayed exposing the internal power wires. Diagnostic testing confirmed the reported event, however the cause of the reported fraying remains unknown.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.